Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(4). Batch: 7072486

Event description:
It was reported that the patient was tight sensations on the lead incision site. The patient underwent a revision procedure wherein the physician adjusted the tension loop on the patients midline incision. The patient was doing well.